Event description:
It was reported that, the subject device displayed an off-color image, with greenish color. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the camera cable was defective, based on the results of the investigation, the camera cable was defective and the internal ccd may have failed. Therefore, it is likely that normal communication was not possible, and this led to the occurrence of the image abnormality reported by the customer. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.